Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulty and the helix screw not fully retracting. The lead was found to have high impedance. The patient had tortuous anatomy and navigating the cephalic vein required forcing and kinking the lead. After this happened, the physician noticed that the helix screw would not fully deploy or retract. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.